Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the air/water tube and cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material adhered to the air water cylinder and channel could not be removed since the reprocessing was not conducted properly due to leakage from the grip. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.